Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the trek rx coronary dilatation catheter instructions for use (IFU) states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. It is possible that during preparation the device was not fully connected resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 2.50x15 mm trek balloon dilatation catheter (bdc) was not soaked prior to use. During preparation prior to use, it was noted that the bdc had a leak. There was no patient involvement. A new same size trek bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.